Event description:
It was reported that this right atrial (ra) lead was presenting noise and high out of range measurements due to suspected fracture. This right atrial (ra) lead remains in service. The lead was evaluated reprogramming was performed. No adverse patient effects were reported.